Event description:
As reported by the user facility: event #1: reports "spraying out of valve" and "leaking while fluids are running." Chemo medication used.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Three used caresite valves, without packaging, were received for evaluation. Two of the caresite valves were connected to a smallbore y-extension set (catalog #470021), and the third valve wa by itself in a separate bag. On all three caresite valves, cracks and several stress marks / crazing lines were observed on the female luer lock threads of the molded caresite valve body (cavity #'s 14b, 4b, and 31b, respectively). Without the lot number, a thorough evaluation could not be performed. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., pacilitaxel) for 24 hours." If additional pertinent information becomes available, a follow-up report will be filed.